Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550-39 , product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
The patient reported she needed the stimulation more in her feet. Other groups were not helping with the issue. Upon follow-up, the circumstances that led to needing more stimulation in the patient's feet were due to nerve damage. The patient met with a manufacturing representative and had adjustments done. The patient stated she felt great. Indication for use:spinal pain. Additional information indicated that the patient's device reached "end of life" (eol) and was replaced on (B)(6) 2016. The patient requested that the device be returned to them after analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.